Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-nov-22 regarding a patient receiving unknown baclofen (1000mcg/ml at 192mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient began not having good therapy at the beginning of 2019 and wanted the pump to be explanted as the treatment was non-functioning. . The hcp had weaned the patient down to a dose where they felt comfortable doing a permanent shut down and were preparing for explant. The permanent shut down code was provided. No further complications were reported or anticipated.